Event description:
Event description guidant/crm received information that during a follow-up procedure low sensing impedance was observed. At the same follow-up while performing a pocket manipulation , a ventricular oversensing was observed using egm markers. A lead revision was performed, a fracture was observed close to the lead sensing-pacing connector. The rate sensing portion of the endotak dsp lead was capped. The high voltage portion remains active. A new guidant lead was implanted without issue.